Manufacturer narrative:
(B)(6). Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a stopper molding defect with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and no issues were observed pertaining to a stopper molding defect or low draw volume. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a stopper molding defect with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and no issues pertaining to a stopper molding defect or low draw volume was observed with the returned samples. Root cause description: based on the investigation, a root cause could not be determined for the low draw volume. For the stopper molding defect, based on the investigation, the most likely root cause was determined to be related to a manufacturing issue during molding.

Event description:
It was reported that a bd vacutainer® brand sst ii advance tubes containing silica and gel had a broken cap during use. No injury or medical intervention.